Event description:
The hcp reported a motor stall. The pt symptoms were reported to be lack of pain relief and nausea. The stall was detected by a rotor study which revealed no movement. The pump was infusing morphine 50 mg/ml; clonidine 124 mcg/ml and baclofen 950 mcg/ml. The pump was restarted and set to minimum rate. The hcp has supplemented the pt with oral medications. A pump replacement is being planned.

Manufacturer narrative:
B5 - additional information from the hcp reports the pump was explanted and replaced on 01/23/2006. H6 - device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.